Event description:
Caller reported that the pt upon awakening was cranky and incoherent. A blood glucose test with the freestyle resulted in a 99 mg/dl. The pt began to have a seizure. Sugar was provided and paramedics arrived approximately five minutes later. A second reading soon thereafter from an unspecified source was 30 mg/dl.